Event description:
It was reported that the biomed had an arctic sun device that was sent down to biomed for not cooling, biomed ran a calibration and confirmed the unit was not cooling and looked at chiller temperature (t4) and it was 35 degrees, and the chiller tank was empty. Sending info for 2k preventive maintenance. Per sample evaluation results on 18dec2023, it was reported that the arctic sun device had an alarm 61 issue reported in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was sent down to biomed for not cooling, biomed ran a calibration and confirmed the unit was not cooling and looked at chiller temperature (t4) and it was 35 degrees, and the chiller tank was empty. Sending info for 2k preventive maintenance. Per sample evaluation results on 18dec2023, it was reported that the arctic sun device had an alarm 61 issue reported in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was sent down to biomed for not cooling, biomed ran a calibration and confirmed the unit was not cooling and looked at chiller temperature (t4) and it was 35 degrees, and the chiller tank was empty. Sending info for 2k preventive maintenance.